Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver fentanyl 10mcg/ml, at 10mcg/hr, a 10mcg bolus, a 10 minute patient lockout, a 6 bolus/hr limit, a 250ml container size and the delivery was started. On (B)(6) 2010 at an unspecified time, the nurse noted while measuring the amount remaining in the container, that there had been an "overinfusion of 31.4ml over 54 hours." The device was removed from clinical service. The customer contact stated there was no change in the patient status and no reported delay in therapy critical to this patient. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).